Event description:
Reportedly, during a regular follow-up performed on (B)(6) 2014, it was found that the device had already reached elective replacement indicator (eri) and battery impedance was at 12.5 kohm. The previous follow-up was performed a year ago ((B)(6) 2013) and showed a battery impedance of 2.97 kohm with a time to eri of 21 months. Since time to eri was displayed as 21 months at the previous follow-up, the next follow-up (this follow-up) was scheduled one year later at that time. Physician explanted the device on (B)(6) 2014 and it will be returned for analysis. At re-operation, the device was interrogated and battery impedance was at 12.8kohm.

Manufacturer narrative:
Preliminary analysis revealed a failure (damage) at the level of a component that could explain an overconsumption of the device.

Event description:
Reportedly, during a regular follow-up performed on (B)(6) 2014, it was found that the device had already reached elective replacement indicator (eri) and battery impedance was at 12.5 kohm. The previous follow-up was performed a year ago ((B)(6) 2013) and showed a battery impedance of 2.97 kohm with a time to eri of 21 months. Since time to eri was displayed as 21 months at the previous follow-up, the next follow-up (this follow-up) was scheduled one year later at that time. Physician explanted the device on (B)(6) 2014 and it will be returned for analysis. At re-operation, the device was interrogated and battery impedance was at 12.8kohm.

Event description:
Reportedly, during a regular follow-up performed on (B)(6) 2014, it was found that the device had already reached elective replacement indicator (eri) and battery impedance was at 12.5 kohm. The previous follow-up was performed a year ago ((B)(6) 2013) and showed a battery impedance of 2.97 kohm with a time to eri of 21 months. Since time to eri was displayed as 21 months at the previous follow-up, the next follow-up (this follow-up) was scheduled one year later at that time. Physician explanted the device on (B)(6) 2014 and it will be returned for analysis. At re-operation, the device was interrogated and battery impedance was at 12.8kohm.